Manufacturer narrative:
Date sent to FDA: 10/16/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2012 during which the surgeon noted ¿the mesh was stuck within the defect and offered no integrity at all, so it was removed.¿ it was reported that the patient experienced severe pain, hernia recurrence, nausea, chills, inflammation, removal surgeries, loss of appetite, weight loss, stress and anxiety. No additional information is provided.